Manufacturer narrative:
Pharmacovigilance comments: the serious event of scar and the non-serious event of implant site infection were considered expected and possibly related to the treatment. Serious criteria include permanent damage to a body structure. Potential contributory factors include injection technique, postprocedural care and underlying acne scars per photos dated before and after the treatment. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l.p. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number: 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-aug-2018 by a physician which refers to a (B)(6) female patient. The patient's medical history included anxiety, arthritis, asthma, depression, and penicillin allergy. Concomitant treatments included dulera, flonase (fluticasone propionate), aleve (naproxen sodium), allegra (fexofenadine hydrochloride), lexapro (escitalopram oxalate), and mucinex (guaifenesin). Past filler treatments were not reported. On an unknown date in 2016, the patient received treatment with restylane lyft with lidocaine to the zygomatic area. Amount, lot number, needle type, and injection technique were unknown. The reporting physician did not treat the patient. The treatment was performed at another office. On an unknown date, the patient was told she had a biofilm infection(implant site infection) at the right zygomatic area which resulted in a scar(scar). Treatment for the adverse event included bellafil to the scarred area on (B)(6) 2017. Patient photos were provided. Outcome at the time of the report: biofilm infection was recovered/resolved. Scar was not recovered/not resolved.